Event description:
It was reported that the pt underwent a minimally invasive mitral valve repair in 2003. The procedure was successful. The pt was removed from bypass and the venous cannula and arterial cannula were removed. The coronary sinus balloon catheter was deflated and pulled back but was not removed. The anesthesiologist reported that he did not want to take the catheter out until the pt was more stable. The perfusion unhooked their circuit from the catheter and put the tubing in the trash. The retrograde tubing was still attached at the neck and the pt was bleeding. The source of the bleeding could not be located so they began to transfuse while opening the pt's belly to see if blood had pooled in the body. The chest was then opened as well. The or staff then discovered where the source of bleeding was. The pt had completely exsanguinated through the retrograde port of the coronary sinus catheter. The pt was put back on pump and stabilized. The pt is awake and responsive. Pt appears to have had multiple strokes, but all of the major organs are fully functional. Recovery is expected, although it is currently unclear at what level of functionality.